Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed the device pressurizes but doesn¿t lock thus failing the weight test. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a leaky seal or a weak actuator contributing to a loss of oil, preventing the unit from obtaining the pressure needed to fully lock.

Event description:
It was reported that the device was not pressurizing, not locking. No patient injury reported.